Manufacturer narrative:
Additional information received on (B)(4) 2014 stating that the adverse event was not related to the product, but possibly related to the procedure. The lesion was located at the quadrigeminal cistern and deficits occurred at the ischemic thalamic cva following the embolization. The patient condition resolved with sequelae, but the clinical status improved. (B)(4).

Manufacturer narrative:
Correction to the year that the patient had the 2nd severe adverse event. The patient had a 2nd severe adverse event of hyponatremia on (B)(6) 2013 that required inpatient hospitalization or prolongation of existing hospitalization. (B)(4).

Event description:
Information received from the (B)(6).on (B)(6) 2013, the patient underwent onyx embolization treatment. Post procedure, it was reported that the patient experienced blindness or other visual impairments. The patient required inpatient hospitalization or prolongation of existing hospitalization. There is a possible relationship to onyx. The outcome is still ongoing.

Manufacturer narrative:
Additional information received: the patient had a large dural fistula. There was a mass effect of embolic agent on pituitary and cavernous sinuses that were responsible for ophthalmoplegia and salt loss syndrome. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other device involved in th event is:model:105-7000-060 / lot: 9786567 / 09 aug 2013 / exp: 09 jul 2016. (B)(4).

Manufacturer narrative:
Additional information received on (B)(4) 2014: the patient had a 2nd severe adverse event of hyponatremia on (B)(6) 2014 that required inpatient hospitalization or prolongation of existing hospitalization. Medication was required and the event resolved without sequelae on (B)(6) 2014. The casual relationship to onyx was doubtful, but the event was procedure related (B)(4).

Manufacturer narrative:
Correction to the additional information received on (B)(4) 2014. The adverse event is still possibly related to the onyx. The patient had no pre-existing conditions. The lesion was located at the cavernous sinus. The deficits occurred when the patient woke up and the muscle that is situated right under the right eye failed to work. The patient is still hospitalized the condition is ongoing.(B)(4).